Manufacturer narrative:
(B)(4). Upon completion of the investigation, the complaint was confirmed. The actual sample was visually inspected upon receipt, and it was observed that the lid was partially detached from the reservoir housing. A review of the device history record revealed no production related anomalies. The lugs on the housing were not seated properly within the slots of the reservoir lid. No other damage to the sample was noted. A retention sample from product code 3cx*fx25rw lot tg15 was obtained to attempt replication of the returned sample. The lid was attempted to be pulled off of the top of the reservoir by hand. Using a large amount of force, the lid of the reservoir was able to be pulled off of the top of the reservoir completely. Measurements of the lugs on the retention sample were found to be within specification. The most likely cause of the reservoir lid coming off of the reservoir is damage to the device during shipping and handling, or excessive handling of the device, causing the lid to disconnect from the reservoir. Reservoirs are 100% leak tested in-process and 100% visually inspected during final assembly and prior to packaging. The damage most likely occurred after the packaging and release of the product. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, terumo referenced evaluation conclusion code 11. (B)(4) - no patient involvement, device damaged prior to use. Conclusions: conclusion not yet available - evaluation in progress. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardiovascular systems that during setup the top of the reservoir came off the device as they were unpacking it for use. The unit was not used. No patient impact as this occurred during setup. The product was not used. The surgery was completed successfully without delay.